Event description:
The pt reported that the pod was activated at 7:30 am and that during the morning she kept getting "meter error 1" when trying to check her blood glucose. She passed out at work and was taken to the emergency room where her bg was measured at 646 mg/dl. She was admitted to hosp and the pod was removed. She stated that her bg is going up and staying up even with an insulin drip from the hosp.

Manufacturer narrative:
The returned pod and pdm were both evaluated and both performed within specs. No malfunctions, defects or deficiencies that would have contributed to the reported hyperglycemia and hospitalization were found. The omnipod user guide lists the following possible causes for pdm meter error 1 "blood sample is too small, problem with the test strip, problem with the meter or very low blood glucose (less than 20 mg/dl). It recommends the following actions if this error message is received." If you have symptoms such as weakness, sweating, nervousness, headache, or confusion, follow the recommendations of your healthcare provider for treating hypoglycemia. Conduct a control solution test using a new test strip. If the results of the control solution test are within the range printed on the side of the test strip vial, retest using blood and a new test strip, and if the control solution test does not work, or the error persists, call customer care.